Event description:
Customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The investigation and repair were completed by the customer. The customer reported to have replaced the q3 flow sensor. The vent passed all testing. Npb not authorized to service the device.